Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side implant deflation. Device remains implanted.

Event description:
Healthcare professional reported left side implant deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a fold crease, wear abrasion, one linear opening on the posterior side, and brown particles in the shell. A leak test and microscopic analysis were performed which identified one smooth crease opening on the posterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one smooth crease opening on the posterior due to a fold flaw opening.